Event description:
A system operator reports one custom hyperopic pt who is over corrected following lasik surgery. Pt records were provided and indicate this pt was treated for a monovision outcome, the right eye treated for distance. At approx 2 months post-op, this pt exhibited a decrease of 3 lines bcva in the right eye. Add'l info has been requested.

Manufacturer narrative:
A surgery database device report was conducted for this system and the analysis determined that the laser performance factors analyzed were operating within specification during the time of this pt's surgery.